Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Event description:
It was reported that the patient's ipg was reaching end of life (eol) it is unknown if the patient's ipg depleted prematurely. Surgical intervention was undertaken to replace the ipg. Effective therapy was established postoperatively.